Event description:
It was reported that this pacemaker was evaluated after the patient experienced palpitations. A holter monitor was used, but no specific event date was provided. The healthcare provider discussed possible premature ventricular contractions (pvcs), fusion beats, or loss of capture, though the device showed 0% ventricular pacing and the spikes were likely from the holter. Pvc counters were noted, and there was no recent nxt upload, with the latest device transmission. The healthcare provider recommended that the patient perform a patient initiated interrogation (pii) during symptoms to review the electrogram (egm) and device timing. No adverse patient effects were reported. This device remains in service.